Event description:
It was reported that the patient had warmth and drainage at the neurostimulator site following surgery to "clean out the infection" and to "fix" the lead because it was irritating the skin. The patient was at home in fair condition. Further information was requested.

Manufacturer narrative:
(B)(4).